Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred outside of clinical use. The philips field service engineer (fse) inspected the system on site and confirmed the issue. Troubleshooting and analysis of the system log files indicated that there were multiple warnings and issues associated with the flexvision pc hardware. The fse replaced the flexvision pc, restored the backup, and loaded a new license. After these repairs and replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm was reported. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexviewing pc. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.